Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger displayed a yellow #1 light. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was corrosion on the battery board pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack. A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for not powering up was due to contamination on the j1 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of integrated battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger displayed a yellow #1 light. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was corrosion on the battery board pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.